Event description:
The rptr did back to back (rapid succession) meter to meter comparison tests. The reported results were 57 versus 138 mg/dl. No other info was provided. No symptoms were reported. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the rptr for further info have not been successful.